Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the ECG c and d cable was cut, severing the brown (lead 1-) and red (-5v) wires in the cable section. The casue of the messages was the damaged wires. The root cause for the damaged cable was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was producing adjust belt messages.